Event description:
It was reported that a user trained on the ilet insulin pump experienced hypoglycemia while using the system and requested a return for credit after determining with their healthcare provider that continued use was not safe for their work environment. Symptoms included low blood glucose readings and episodes treated with oral glucose. Outcomes included temporary interruption of normal activities due to hypoglycemia. Investigation included a review of the event details and user-reported operation and education, with troubleshooting and education completed. Investigation of this case revealed an unclear cause of hypoglycemia without evidence of device malfunction. It was concluded that the event was user-experienced hypoglycemia with cause not established and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.